Manufacturer narrative:
(B)(4). Batch # unknown. Kit 10176859. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during an unknown procedure, in the first shot to make the gastric pouch the stapler (power) crackled and the stapling line was opened, with areas without staples. Also noted fragments of the reload (orange) inside the abdomen and the reload was crooked at end.

Manufacturer narrative:
(B)(4). Date sent: 12/21/2021.

Manufacturer narrative:
(B)(4) date sent: 1/20/2022 concomitant product = ecr45w